Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right atrial lead dislodgement was noted during a post-operative check. The right atrial lead was observed in the right ventricle. The lead was repositioned on (B)(6) 2018. The patient was stable.